Event description:
It was reported that during an unk procedure, the device would not load the staples. No patient harm has been reported.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Were any staples delivered into the tissue at all? 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 3. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? 4. If no, did the device cut the tissue? Answer to all the questions is no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.